Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture. Fluoroscopy was performed and revealed the lead had dislodged. The patient was admitted to the hospital and the lead was repositioned successfully. The patient was in good condition post operation.